Event description:
Two stents placed mid rca. Pt experienced blood clot immediately. Pt was stabilized. Pt is experiencing malaise, pain, tachycardia, chest pain, nausea, nasty taste in mouth, sleep disturbances, ambulation difficulties, headaches, breathing difficulties, massive mucus production, choking, vomiting. Film on skin, weight loss, diarrhea that is hot and foamy, hot urine, aching and is starving to death. Pt states "I am dying, I just dont know how long." Stents cannot be taken out. Physician will not help, just brushes pt off. Pt was not a candidate for stent based on allergies (off label use). Pt takes 3 benadryl a day for mucus production and swelling of throat. Pt states that manufacturer indicates that the stents are not to be linked or piggy backed but were by surgeon. Pt wants this investigated. Also, stents are different sizes. Pt is now an invalid and has to be taken care of by her husband.